Event description:
Additional information received indicated the physician alleged the loss of ble telemetry on the icm being at end of service (eos) battery level. There were no patient consequences reported.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
Product #1 pi main (B)(4)]. An event of compatibility problem resulting in no clinical signs, symptoms or conditions which caused no health consequences or impact to patient was reported. The status of application is not applicable and was not returned. Rcts was contacted. Analysis of the information provided confirmed the event of compatibility problem. A device history record (DHR) review was not required per investigation procedure. The cause of the reported event could not be determined; however, the reported incident was resolved with assistance from the rcts.